Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to high blood glucose. Customer has received a no delivery alarm during a bolus. Customer was admitted with a blood glucose reading of 702 mg/dl. The current blood glucose reading is 240 mg/dl. Customer is attempting to treat the blood glucose with the insulin pump. Nothing further reported.